Event description:
(B)(4). Had severe back pain. Pelvic and side pain. Sometimes could no walk from pain. Was in the hospital a lot due to pain. That to have hysterectomy and in (B)(6) 2014 went for that and the dr hit the bowel. So had to wait another 6 month (B)(6) 2015 for second go at hysterectomy. So was in more pain for that time.